Event description:
It was reported to philips that the system gave a remote alert indicating the image processing computer's disk bay board was degraded, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use at the time of event. There was no patient involvement, and no harm or injury was reported to philips. The philips field service engineer (fse) inspect the system onsite and confirm that the system gave a remote alert indicating the image processing computer's disk bay board was degraded, which was impacting the x-ray procedure. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). To resolve the reported issue, the fse replaced disk bay and memory bar. After replacement and performing the required changes, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.